Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center monitor had no video on the sdi (serial digital interface) output. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e1, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely there was no video from the serial digital interface output due to faulty printed circuit board. As to the cause of the defect, the device might have been broken because the circuit board was affected due to stress such as heat or humidity. Olympus will continue to monitor field performance for this device.